Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. D4: batch # 181a58. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2024. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45m reload was received unfired, with the pan bent, damaged and partially dislodged from right side. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 181a58, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass a grey reload was attempted to be loaded into an ec3000 stapler. It would not fit so a new one was opened and loaded with no problems. The reload that didn¿t fit was kept and will be sent in. No patient harm.